Manufacturer narrative:
No product was returned for investigation. Major bleed: patient suffered from bleeding complications out of every single puncture site, not only from the impella puncture site. The cause of the bleeding is determined to be patient condition because the patient was bleeding from multiple locations. Pump # (B)(4) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient experienced bleeding complications at all puncture sites, not limited to the impella access site. According to the attending physician, the patient had poor liver function, which may have contributed to the bleeding. The patient expired. According to the attending physician there is no direct connection between the death and the impella therapy.